Manufacturer narrative:
(B)(4). Device received with broken battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the damage at reservoir lip ring. Customer¿s blood glucose level was unknown. The customer stated that the reservoir was not able to lock in place when inserted into pump. The insulin pump will be returned for analysis.